Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black, but lit up. Customer's blood glucose was 120 mg/dl. Additionally, it was reported that the customer experienced a blood glucose (bg) level of low 30's mg/dl. Customer ate jolly ranchers to address bg. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Touchscreen was verified. Low bg issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.